Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection of the product showed the battery pack was busted open and there was black debris and pieces of the batteries and pack from the battery expulsion throughout the tyvek tray. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring or if the batteries were in the correct orientation inside the pack before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the materials management opened the case of pulsavac spray kit and found that the battery of one of the units appeared to be overheated as black debris was present in the packaging. There was no patient involvement with no harm or delay reported. Due diligence is complete. No adverse events were reported as a result of this malfunction.